Event description:
The procedure was angioplasty with stenting on the calcified left sfa via right femoral access. The balloon was inflated to 14atm (rated burst pressure). On the third inflation, the focal lesion dilated and the powercross balloon ruptured. Upon retrieving the balloon, the powercross balloon material peeled away. The proximal portion of the balloon in the catheter was retrieved successfully. The physician tried to snare the remaining balloon material unsuccessfully. Eventually the physician tacked the balloon material to the vessel wall with a stent. Excellent final result.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.